Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, while advancing the enroute arterial sheath, the physician lost the wire under fluoroscopy, and a dissection was noticed on the common carotid artery (cca). The physician inadvertently created a back wall perforation while attempting to close the u-stitch and elected to convert the procedure to carotid endarterectomy (cea) and perform a retrograde tcar to place a third-party stent over the dissection. It was reported that the patient is stable.